Event description:
Possible overdelivery via pump tampering reported. The pump was set to deliver dilaudid (3000 micrograms in 30cc syringe) at a continuous rate of 1000 micrograms/hr, with a patient dose of 400 micrograms, 6 minute patient lockout, and a 4000 microgram four hour limit. The nurses noted that approx 2,000 to 3,000 micrograms were unaccounted for over a 4 day period. The patient was connected to the pump from 5/7-5/10/99. Patient and father had left the floor and was found smoking marijuana. When they returned to the floor, the pump was alarming (unspecified) and the syringe was cracked. The patient and father reportedly had a history of recreational drug use at home which accounts for the patient's high drug tolerance. The customer was unable to determine if an overdelivery of drug (or tampering) occurred as they did not do hourly drug total infused checks. No patient harm reported.